Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection shows that the dialysate port is cracked, explaining the observed fluid leak at the level of the dialysate port. The reported condition is verified. The most likely cause of the crack was related to shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex m150 set, an external fluid leakage at the upper port of the filter was observed. There was no patient involvement. No additional information is available.